Manufacturer narrative:
The insulin pump was received with no button error alarms noted. No button response due to corroded keypad traces. Device had cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked case near display window corners noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 41 mg/dl. No significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.